Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached and visual inspection revealed the sheath was kinked. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing revealed no electrical issues with the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the distal left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.